Manufacturer narrative:
(B)(4).neither the product nor images were returned. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that a patient has experienced worse pain in back since surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.